Event description:
It was reported to boston scientific corporation on (B)(6) 2007, that during an endoscopic retrograde cholangiopancreatography using a stonetome "the cutting wire was broken". The physician had used a stonetome previous to this one and experienced the same issue. This device was removed and another same device was used to complete the procedure successfully. The pt's condition was reported as "ok".

Manufacturer narrative:
(B)(4). A visual examination of the device received revealed the cutting wire is broke and black in appearance. The cut ends of the wire have a melted appearance. The device does not function as the cutting wire was broken. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The (B)(6) 2007 15-month stonetome complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted and the (B)(6) 2006 data point exceeded it's complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals two complaints rerouted in the month of (B)(6), three complaints reported in the month of (B)(6), and four complaints reported in the month of (B)(6). CAPA-368-endo was opened to address this issue. Please note associated medwatch report 6000048-2007-00161. (B)(4).